Event description:
It was reported that approximately five years after the implantation of the xact stent in an eccentric, calcified left internal carotid artery, the patient was found to have a proximal, grade 1, single strut stent fracture. There were no adverse patient effects reported and no reported intervention. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to a stent fracture include, but are not limited to, damaged struts, low radial force, stretched stent, fatigue, or interaction with other devices. Based on the xact instructions for use, stent fracture, deformation and/or stent damage are known potential adverse outcomes associated with carotid stents. In this case, no anomalies to the catheter were reported during inspection prior to use. In addition, there had been no stent related discrepancies reported at the time of device preparation and initial stent implantation. At manufacturing, the xact stent is 100% visually inspected under magnification. The stents are checked for concentricity, uniformity, pattern, and surface finish. The stents are also checked for defects such as cracks, pitting and poor electro polishing. The xact stent design is capable of withstanding extreme repeated loading conditions without experiencing strut cracking, breakages, or deformation per testing based on worst case conditions. A review of the lot history records (lhr) for this product were not reviewed as the lhr records were unavailable; however, there is no indication of a lot specific issue or any product deficiency based on the reported information. Although a conclusive cause could not be determined, based on the available information, the event does not appear to be related to a product quality deficiency.